Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited intermittent capture. On (B)(6) 2019, the atrial lead was capped and replaced. The patient was noted to be lethargic prior to the procedure but was in stable condition. The patient remained in stable condition during and post procedure.